Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found disconnected tubing in the sweep flow reservoir that caused the leak. The reattached the tubing and the instrument ran without leaks. The instrument passed backgrounds after the repair. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a contained diluent leak of about 10 ml from the coulter hmx hematology analyzer with autoloader during startup. White blood cell, red blood cell and platelet backgrounds were failing when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.